Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus singapore for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, more than 4 years have passed since the subject device was delivered, and it is presumed that when the usage frequency was high, the pin was worn away due to repeated use of the video connector socket, or the pin was worn away because the user connected the video connector with excessive force. By this, it is presumed that an abnormality occurred on electrical contacts of the video connector and the camera head was unable to be detected. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the subject device could not detect the camera heads, two otv-s7proh-hd-l08es and ch-s190-08-lb. However when these camera heads were connected to another cv-190, the image could be displayed without any problem. Also the bf-1t180 was connected to the subject device, the image could be displayed without any problem.olympus singapore checked the subject device and found that the reported phenomenon was duplicated due to the failure of the video connector socket.there was no report of patient injury associated with the event.